Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are not working on this bed.

Manufacturer narrative:
The account has swapped out the footboard, but the problem remains. Repairs have not been completed.